Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was under infusing. The infusion parameters for volume to be infused (vtbi) - 560ml, flow rate- 100 mg/ hour increased by 100 mg/ hour every 30 minutes until maximum infusion rate of 400 mg/ hour and dose- 600 mg in 560 ml. The medication that was infused was rituximab. The event happened during patient infusion at the infusion room. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.